Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing unexplained high blood glucose. Customer stated their blood glucose reached a high of 426 mg/dl. The customer treated their high blood glucose with a 25 unit bolus. It was found the customer did not have any symptoms of high blood glucose. Troubleshooting also found the customer's insulin pump passed all functional testing. Customer stated they had a bent cannula during troubleshooting. The customer's recent blood glucose was 119 mg/dl. No additional information provided.